Event description:
It was reported "stylet had fractured off during a PICC insertion." Additional information received: "very tortuous access in the lue. Lue PICC attempted to be placed however increased resistance was immediately meet. Increased resistance was meet while removing catheter and wire. A small tactile sensation was felt while removing the 3cg wire. After examining the wire writer noticed a deformed catheter with multiple fractures along the wire. Cxr preformed which identified embolized catheter tip. Additional information received: "the 3cg stylet fractured and embolized in the pt. The pt was critically ill so we decided not to retrieve it."

Event description:
It was reported "stylet had fractured off during a PICC insertion." Additional information received 12/09/2021: it was reported by healthcare professional "very tortuous access in the lue. Lue PICC attempted to be placed however increased resistance was immediately meet. Increased resistance was meet while removing catheter and wire. A small tactile sensation was felt while removing the 3cg wire. After examining the wire writer noticed a deformed catheter with multiple fractures along the wire. Cxr preformed which identified embolized catheter tip."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex3343 showed no other similar product complaint(s) from this lot number.